Event description:
The endo aortic clamp balloon spontaneously ruptured while in the patient's aorta. This was the second balloon to rupture in the patient. Small pieces of the balloon had to be retrieved without harm to the patient. The balloon was given to the company rep that was present.